Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative issued a quote for repair to the customer. The reported complaint has not been resolved because the customer has not approved the repair quote. Per the customer, the unit will be scrapped.

Event description:
The ge healthcare service representative reported the unit is delivering higher positive end expiratory pressure than requested during planned maintenance. There was no report of patient involvement.